Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient experienced rib stimulation with no improvement despite re-programming attempt. Pain at the ipg pocket site was also reported. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient experienced rib stimulation with no improvement despite re-programming attempt. Pain at the ipg pocket site was also reported. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient experienced rib stimulation with no improvement despite re-programming attempt. Pain at the ipg pocket site was also reported. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will be returned.